Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that after the revision one of the leads was intrathecal and patient was having excruciating pain. So on a recent date, the hcp pulled the leads out of the intrathecal space and cut the leads but they were still connected to the ins.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial #: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial #: (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacturer representative (rep). The patient was implanted with a neurostimulator. After a revision, the patient was instructed to leave the stim off for one week. On (B)(6) 2019, it was reported that the patient developed severe pain in the right abdomen and rib cage. There were no contributing factors identified. The patient went into the office on (B)(6) 2019 for a post-op appointment; the stim was interrogated and impedances were normal. Attempts to turn on the stim created more pain in the patient¿s right side, so the stim was turned off. An MRI was ordered, and it was noted that one lead might have gone to the intrathecal space. The leads were explanted on the day of the report and on the following day, the patient noted that the pain on the right side was much better. There were no further complications reported or anticipated.